Manufacturer narrative:
Device evaluated by MFR?; (B)(4).

Event description:
It was reported that the patient¿s vns was explanted due to staph infection in chest which radiated up to neck incision. The generator lead, and electrodes were removed. Patient was hospitalized. Device history records for the lead and generator were reviewed and confirmed that both deices were hp sterilized and passed all specifications prior to distribution.